Manufacturer narrative:
During a visual inspection, the device was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/ rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 430cc mentor memorygel breast implants experienced bilateral capsular contracture and left sided rupture post procedure. The breasts had hardened. The left sided capsular contracture was stated to be baker grade ii/iii, and the right sided capsular contracture was stated to be baker grade I/ii. As a result, the left implant was replaced with a mentor smooth round high profile 380cc saline prosthesis on (B)(6) 2020, as this was the only implant available in the physician¿s office that was comparable size at the time of surgery. On (B)(6) 2020 the left implant was replaced with a new 430cc mentor memorygel breast implant. See 1645337-2020-08818 for contralateral prosthesis report.